Manufacturer narrative:
Mpo received information on 03/24/2021 confirming that this event was already captured in our system. Please void the initial report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, incident related to a neck and a profemur l stem around 2018-19. Aemps reference no: (B)(4).